Event description:
Allegedly the patient was experiencing mom complications.

Manufacturer narrative:
After the initial report it was determined that this was reported in error. There is no complaint against this device. Please void the initial report.